Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18024. The patient reported she is experiencing ineffective stimulation despite multiple reprogramming efforts. The patient stated when she increases the amplitude the stimulation becomes irritating and causes discomfort. Additionally, the patient stated the stimulation does not cover her pain areas. The patient was advised to consult with her physician. The patient indicated she desired to have her system explanted, however she stated her physician refused to do so.